Manufacturer narrative:
Other relevant device(s) are: iexch182485, sn (B)(4) and, ilxch1824115, sn (B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 67 mm in diameter abdominal aortic aneurysm. The patient had a pre-operative aneurysm rupture. It was reported that, approximately eight years post index procedure the patient presented emergently with an aneurysm rupture. A CT revealed that the aneurx bifurcate stent graft had a proximal type I endoleak due to migration. Additionally, bilateral distal type I endoleaks were observed. The physician elected to implant an endurant aorto-uni-iliac stent graft and performed a bypass. The event was resolved. Per the physician, the cause of the event was due to the patient anatomy of proximal aortic neck dilatation and common iliac artery dilatation. The common iliac arteries had dilated to greater than 32 mm bilaterally. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.